Manufacturer narrative:
This complaint was identified during our retrospective review on private label complaints from our facility in (B)(4). Based on available information, our medical determination is that this malfunction is serious: because in some cases, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. (B)(4).

Event description:
Balloon will not deflate.